Manufacturer narrative:
Journal article: a multicenter registry evaluating percutaneous coronary intervention with new-generation drug-eluting stents in patients with obstructive left main coronary artery disease. Authors: alaide chieffo, md, akihito tanaka, md, gennaro giustino, md, et al. Literature reference: dx. Doi. Org / 10. 1016 / j.jcin. 2017. 08.050 journal: jacc: cardiovascular interventions issue #: 23, year: 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedures, endeavor, resolute integrity and resolute onyx drug eluting stents were implanted in the lad/lcx and rca. The following in-hospital and clinical follow-up outcomes were reported - death, myocardial infarction, tlr, tvr, stent thrombosis and cerebrovascular event. Some of the reported death events were adjudicated cardiac deaths.